Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Sample was evaluated and observed collapse lumen and also deformed inflation eye. Subsequent investigation shows strong correlation of low rubberize layer in combination with high x-sectional ratio as primary contributor to collapsed lumen failure during usage by user. Potential root cause for this failure mode could be rubberize thickness variation and low latex viscosity. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[intended use & effect-efficacy] the device is a tray kit product that is used for the purpose of urinary drainage and measurement of core body temperature. It combines a balloon catheter with temperature-sensing designed to be placed in the bladder, and a urinary drainage bag. [Directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered."

Event description:
It was reported that the catheter balloon was difficult to deflate on the next day after its placement. As per additional information received via email on 04sep2020 from ibc representative, there was no medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the next day after its placement.